Event description:
Healthcare professional reports out of range high act-lr results with hemochron elite microcoagulation system during percutaneous coronary intervention (pci) application. Customer performed two tests receiving ot of range high results. Customer retested using another MFR¿s point-of-care device, which generated act result of 224 seconds. Target time: >200 seconds. No adverse event(s) reported. This event occurred outside the us during the course of a (B)(6) clinical study.

Manufacturer narrative:
(B)(4). Customer tested using cuvette lot number: e1jlr069. Method: actual device not evaluated. Process evaluation performed. Cuvette device history records reviewed and found to meet specifications. Result: no results available since no evaluation performed. Conclusion: unable to confirm complaint.